Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 73, 141 mg/dl. Tests were done wtihin 10 minutes with a differenc of 56%. Patient did not experience any adverse events. No further information has been rpeorted. Note - customer is not using control solution.